Manufacturer narrative:
Original MDR 2517506-2017-00211 was filed 3/16/2017. Siemens healthcare diagnostic headquarters support center (hsc) evaluated the incident and concluded their investigation. The cause of the discordant elevated cardiac troponin I result is unknown. The data logs from the instrument were analyzed. Hsc has reviewed the instrument data and found no reagent or instrument issues contributing to the elevated result with the patient sample (B)(6). The sample was discordant with the alternate, non-siemens methodology troponin t method (not troponin I). The device is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer called the siemens healthcare diagnostics customer care center. Analysis of the information provided indicates that the cause for the discordant elevated tni result is unknown. No sequential draws were done on the dimension exl; therefore, a rise and fall pattern was unable to be determined for this patient. The tni flex reagent cartridge instructions for use limitations of procedure section states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. The assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with the caution." Siemens is investigating the issue.

Event description:
Discordant elevated cardiac troponin I (tni) results were obtained on a patient sample on the dimension exl system. The initial result was reported to the physician and was not questioned. The same sample was retested on the same instrument and similarly elevated results were obtained. The patient was transferred to another facility and a new sample was tested for troponin t using an alternate methodology and a negative result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tni result.